Event description:
It was reported that black flakes were found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "syringe had black flakes on the inside of the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. It was reported there were black flakes on the inside of the syringe. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed and there are black specks of embedded degraded resin at the 10ml and 15ml areas of the syringe. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302830, lot 2298728. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.